Manufacturer narrative:
Product ID: 3387-40, lot# l70665, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# l77014, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: neu_ptm_prog, product type: programmer.

Event description:
It was reported that there was a loss of therapy. A couple of weeks prior to the date of this report it felt like the implantable neurostimulator (ins) was not working. Patient had an appointment with the healthcare professional (hcp) at the end of (B)(6) 2014. It was noted that the patient¿s friend or family member was unable to get communication with the patient programmer, it was noted that the batteries were changed and they were able to connect. The patient programmer was able to communicate and was showing on and ok. Additional information was requested but had not been received as of the date of this report.